Event description:
The (B)(6) department of public health alerted (B)(6) hospital that IV tubing sets from the manufacturer ICU medical may potentially be contaminated. The product number is 14229-28. The impacted lot numbers are 14449267, 14573126, 14623286, 14802338, 14860291, 14802598 and 14524260. On (B)(6) 2026 the product was inspected and small black dots were observed in the plastic on eleven (11) secondary IV tubing sets. On (B)(6) 2026 a cloudy, white, "soap-like" substance was observed in the plastic of thirty (30) secondary IV tubing products. The impacted products have been sequestered. At this time, there is no formal recall. Vendor analysis is ongoing. There have been no reported patient harm or adverse events associated with this issue. Pt: 4582. Device: 1120, 1170, 1506, 2969. Mw5188293, mw5188294, mw5188295, mw5188296, mw5188297, mw5188299.